Event description:
It was reported that the patient underwent a knee revision approximately three (3) years and seven (7) months post-implantation due to pain and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 00596404012; lot# 64556180. Item# 00598604701; lot# j6720198. Item# 00597206535; lot# 64325356. Item# 66017569; lot# 94774924. . G2: foreign - event occurred in the UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. D10: item# 00596404012; lot# 64556180. Item# 00598604701; lot# j6720198. Item# 00597206535; lot# 64325356. Item# 66017569; lot# 94774924. H6: proposed component code - mechanical - femur (g04). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no significant findings noted: anatomic alignment of the right knee arthroplasty without overall change. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable as this event was already reported under report# 3007963827-2024-00071. Therefore, this initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.